Event description:
Upon review by the manufacturer's investigation unit, it was confirmed that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was returned for product evaluation.